Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect total b-hcg result for a patient. The following data was provided: initial b-hcg result: 129.94 miu/ml, repeat result: 0.55 miu/ml (reference range: </= 5.00 miu/ml is negative, >/= 25.00 miu/ml is positive). When the customer retested the sample again, the result was similar to the second result. There was no impact to patient management reported.

Manufacturer narrative:
D4 - catalog no: initial: 07k78-35 / correct: 07k78-78. D4 - lot no initial: unknown / correct: 31031ud03.

Manufacturer narrative:
The complaint investigation for false positive architect total b-hcg results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records, and field data review. Return testing was not performed as returns were not available. A review of tracking and trending did not identify any related trends for the complaint issue. Device history records were reviewed on lot 31031ud03 and did not identify any non-conformances or deviations associated with the complaint issue. Customer field data was used to assess the performance of the architect total b-hcg assay using worldwide data. Median values (for the negative population) for the complaint lot(s) are within the established limits. As review of applicable field data suggests that the performance is acceptable. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of the complaint lot stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or product deficiency for architect total b-hcg reagent lot 31031ud03 was identified. Corrected 25jul2022: b3 - date of event: initial: 16may2022 / new date: 14may2022 updated a1 - patient identifier: initial: no information / new: sid (B)(6). Updated d3 - email and g1 - mfg site email from (B)(4) to the new contact: (B)(4).